Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with insulin pump. The customer¿s blood glucose level was unknown. The customer declined to do troubleshooting. Customer states insulin pump buttons were stick, sometimes battery life less than 7 days, rejected battery and unexplained no delivery alarm. The insulin pump will not be returned for analysis.